Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative on behalf of the facility reported that lens was implanted and surgeon noted scratch on iol. The iol was explanted during initial procedure and new unspecified lens was used to complete the surgery. There was no injury to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge with a non-qualified handpiece. The viscoelastic information was not provided. It is unknown if a qualified product was used. The root cause is most likely related to a failure to follow the (instructions for use) IFU. The account used an unqualified lens/cartridge/handpiece combination. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The product has not been received to evaluate. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has only partially responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).